Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with unspecified antibiotics for peritonitis. At the time of this report, hospitalization and antibiotic therapy were ongoing. The outcome of the suspected peritonitis event was not reported. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.